Event description:
It was reported that a set screw anomaly was observed during a routine device change out. The device was explanted and replaced as scheduled. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted silicone, septum material inside of the svc df-1 set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity and resulted in difficulty loosening the set screw.